Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 300 mg/dl to 400 mg/dl. During troubleshooting, customer mentioned there was blood and irritation on the site. Customer was advised to talk to their healthcare professionals regarding the issues with the site. Customer was assisted in performing the high pressure test, device alarmed a no delivery alarm. After troubleshooting, customer was advised to monitor the device and change the entire set, reservoir, and insulin. Customer will not be returning the device for analysis.